Event description:
After a cs29 stapler had been fired in a sigmoid resection procedure the device could not be opened for removal. The anastomosis was completed by use of another device.

Manufacturer narrative:
The returned cs29 stapler was found to have a damaged clamp shaft drive clip. Damage to the clip would have made opening or closing of the cs29 anvil difficult. It is believed that the idrivec (concomitant device) may have caused the damage to the cs29's drive clip. The output torque from the idrivec has since been reduced in order to preclude this event. Eval summary: the cs29 anvil staple pockets showed normal staple formation and the cut ring had normal cut. Dlu failed to calibrate because of damaged clamp drive clip. Unit was attached to idrive for functional test. Idrive clamp shaft kept turning without closing dlu anvil eventually red light on the idrive was displayed. During calibration idrive will turn less than 87 turns, if unit does not stall before 87 turn is reached then the software will trigger led to display red light on the idrive. Actions: idrive software was changed to reduce the turning impact during calibration and closing of tissue.